Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID p1501dr, implanted: (B)(6) 2007; 5076-52 non-defib lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing and there was an episode of ventricular tachycardia (vt) noted. The lead remains in use. No patient complications have been reported as a result of this event.